Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right atrial (ra) lead for high undefined impedance. It was also noted there were two other high impedance readings and there was inconsistent capture on the ra lead. A lead revision or replacement will be scheduled. The lead remains in use. No patient complications have been reported as a result of this event.